Manufacturer narrative:
Date of event: (B)(6) 2019. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an explant procedure. No further information could be obtained.